Event description:
A pasv port was placed for therapeutic purposes in 2002. Upon completion of the pt's second chemotherapy treatment about 3 weeks later, an orange-clear liquid was observed on the skin at the site of the port. The liquid was believed to be taxotere, one of the two chemicals in the pt's chemotherapy. The leak occurred at 4:00 pm and emergency surgery was performed at 11:00 pm due to the pt consuming food during her chemotherapy and the need for general anesthesia. In surgery, the device was removed revealing an opening in the tubing where the taxotere leaked. The wound created by the removal surgery left a hole approximately 1-1/4 inch in diameter, about 1/2 inch deep which was not closed but left open to heal from the inside out and packed with sterile gauze. For over two months after the removal surgery, the pt was required to pack the surgical hole with 36 inches of gauze three times daily. In 2002, another port was placed. Subsequent to the removal of the surgery, the pt continued to experience intermittent or recurrent pain deep in the chest toward her shoulder.